Manufacturer narrative:
The pipeline flex was returned for evaluation within the microcatheter. For further examination, the pipeline flex was pushed out of the marksman catheter and the pipeline braid was deployed with no issues. The pipeline braid was observed to be fully open with the distal end having severe fraying, and the middle section and proximal end having no damages. The pushwire was observed bent and kinked. No other anomalies were observed. Based on the analysis findings, the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the damaged braid, braid sizing, and patient anatomy / braid positioned on a bend) may have contributed to the reported issue. The damage to the braid on the distal end of the pipeline is possibly the result of resheathing the device more than recommended two times. In addition, the pushwire was observed to be damaged (bent / kinked). However, the cause for the damage could not be determined. Per our instructions for use (IFU): ¿select an appropriately sized pipeline¿ flex embolization device such that its fully expanded diameter is equivalent of that of the largest target vessel. An incorrectly sized pipeline¿ flex embolization device may result in inadequate device placement, incomplete opening, or migration. Resheathing the pipeline¿ flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ note: suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-35.

Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion. D. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-35. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm the pipeline did not open distally. It was reported that the middle segment of the pipeline was positioned on a bend and approximately 50 percent of the device was deployed as the pipeline failed to open. It was further reported that the patient had severe curved and elongated vessel. The pipeline was resheathed more than two times in effort to open the device; however the device did not open distally. The device was removed, and a competitor's device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.